Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during an endometrial ablation procedure performed on (B)(6) 2013. According to the complainant, they noticed a 2 inch strand black hair inside the procedure sheath packaging when it was opened. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown,however, it was reported the patient was over 18 years.